Manufacturer narrative:
(B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported for right side "breast implants with loss of undulation and capsular enhancement, probably related to contracture" baker grade IV, "cystic formations, lobulated and septate in topography of implants capsule." The device remains implanted.